Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular intervention the catheter tip detached within the patient. The physician had successfully acquired retrograde femoral artery access and had negotiated the patient's common iliac bifurcation [up & over tech.] With an interventional guide wire and the 4f catheter. During a guide wire exchange, the catheter tip detached within the patient's left superficial femoral artery [sfa]. This event required an additional foreign body retrieval procedure. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device has been returned for evaluation. The tip that detached from the catheter was evaluated under magnification and was noted to be elongated, however, the fuse joint itself was intact. The complaint is confirmed. The root cause could not be determined however, it is likely that excessive force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.